Manufacturer narrative:
Date rec'd from MFR: 17oct2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. There was no patient or user involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/09/2019.

Event description:
The customer reported a touchscreen failure. There was no patient or user involvement.